Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had a possible diabetes ketoacidosis and also experienced a high blood glucose. Customer¿s blood glucose value was 472 mg/dl, 459 mg/dl. Customer had a symptoms like nausea, thirsty and headache. Customer treated their high blood glucose via insulin pump. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.